Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx coronary drug eluting stent to treat a non-tortuous and mildly calcified de novo lesion located in the mid left anterior descending artery (lad) exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/ tray. The device was inspected and negative prep was performed with no issues identified. Pre-dilation (8atm, 20 seconds) was performed on a non-medtronic stent implanted in the circumflex artery. Post dilation was also performed. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The resolute onyx was deployed at 8atm for 20 seconds. It was reported that five days after stent implantation, the patient complained of chest pain when the patient was about to be discharged from the hospital, and angiography showed thrombosis in the resolute onyx implanted in the mid lad. Although blood flow was observed, thrombus was detected in the mid lad. It was also described that after thrombus aspiration; incomplete stent apposition was not detected by ivus (intravascular ultrasound imaging). Therefore, the procedure was completed after dilation was performed using a non-compliant balloon. The physician reported that as no issues were found in stent expansion and apposition, it is purely assumed that the sub acute thrombosis developed naturally. Patient status post-procedure is alive with no injury.